Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for one, unknown prodisc-c implant. Part and lot numbers were not provided by reporter. UDI #: unknown part number, UDI is unavailable. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient ID # (B)(6) presented abnormal reflex neuro and sensory deterioration. This report is for one, unknown prodisc-c implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. The reported event was noted as mild, required no action, and there was no treatment prescribed. The reported event is noted to be resolved. In addition, it is the professional opinion of the investigator that the event is ¿definitely not¿ related to the type of surgery or the implants. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. The reported event was noted as mild, required no action, and there was no treatment prescribed. The reported event is noted to be resolved. In addition, it is the professional opinion of the investigator that the event is definitely not related to the type of surgery or the implants. If additional information becomes available, this determination should be re-reviewed by a clinician.